Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that post-implant, capture thresholds increased to eventual loss of atrial capture. The physician believed that the lead may have been damaged by the suture on the anchoring sleeve having been too tight.